Event description:
During evaluation of a returned spectrum iq infusion pump, the device was found to have a reduced audio level. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and low audio was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be detached speaker on a rear case. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.